Event description:
The surgeon was conducting a microdisectomy through a cannula using a flextip blade. When the surgeon removed the blade they found that the black shrink tubing covering the tip was missing. A second device from the same lot was used with the same result in both cases. The missing material was retrieved with no harm to the patient.